Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: over the last week he has had three episodes of blood glucose (bg) readings in the 20 mg/dl range, all around 4am, and his wife has had to call the paramedics. Customer support (cs ) review found no associated alarms in history, and that the basal history and basal settings match and that the patient did not give an bolus insulin yesterday or the day before. Patient does not know his advanced settings. Cs advised the patient that the pump is delivering as programmed and it is likely his pump settings are too strong; advised him to following with his health care provider for possible pump setting changes. Patient reports while on phone with cs he decreased his basal rate at 12a to .525 from .625. There is no indication of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia.